Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it was discarded at the facility. Pursuant to atricure process, a device history review was completed and there were no non-conformances or re-works that would have caused or contributed to the reported event. The complaint could not be confirmed. Device discarded at facility.

Event description:
During a totally thoracoscopic maze, after the surgeon placed the clip on the laa, he moved to the right side and attempted to use the dissector on the right pulmonary vein. The surgeon inadvertently made a tear in the dome of the left atrium. This resulted in significant bleeding and the case was immediately stopped. The surgeon packed the pericardial space in an effort to stop the bleeding but was not successful. The surgeon converted to a right-sided thoracotomy and performed femoral cannulation. The surgeon was able to repair the tear. Patient was able to be extubated one day post-op and was reported to be doing fine. The device was discarded at the facility.